Event description:
It was reported that a progav 2.0 shuntsystem (#fx552t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the permissible tolerance in its respective relevant position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Results: based on our investigation results, we can determine adjustment difficulties in the progav 2.0. The determined deposits can be named as the cause for the functional deviation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. Furthermore, we cannot determine functional deviations or other abnormalities in the control reservoir. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.